Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Event description:
It was reported that most of the device programming modes were not programmable. Only two modes were available to program, ddd and ddi. The ICD began pacing at 100 ppm when the magnet was placed on top of it. The device was replaced and the patient status was noted as 'good'.